Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning 8jun2015, 423 ventricular sic occurred and there were no episodes available to verify lead noise oversensing and inappropriate shocks. (B)(4).

Event description:
It was further reported that there was short interval counts due to lead-lead interaction. It was also reported that the right ventricular lead had decreased sensing. The lead was reprogrammed and defibrillation threshold testing was performed. The patient underwent holter monitoring and the lead was repositioned and remains in use.

Event description:
It was reported that about one week post implant, the right ventricular lead was suspected to have moved. The patient underwent an operative procedure and during the procedure, no dislodgement was found and no sensing issues were observed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).